Event description:
It was reported that the baby was receiving therapeutic hypothermia for hypoxic ischemic encephalopathy in neonatal intensive care unit (nicu). It was noted during afternoon and evening that the arctic sun device regulated the baby's temperature was not functioning correctly and the baby's temperature was 34 degrees instead of the goal 33.5 degrees. Technical support was contacted, and it was determined that the mixing pump was not functioning properly. There was nothing that could be done to repair it at the time. Intensive care unit, emergency room, and operating room were contacted to acquire replacement equipment. An exact replacement was not available, but similar equipment was found. Patient temperature returned to the goal of 33.5 degrees.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the baby was receiving therapeutic hypothermia for hypoxic ischemic encephalopathy in neonatal intensive care unit (nicu). It was noted during afternoon and evening that the arctic sun device regulated the baby's temperature was not functioning correctly and the baby's temperature was 34 degrees instead of the goal 33.5 degrees. Technical support was contacted, and it was determined that the mixing pump was not functioning properly. There was nothing that could be done to repair it at the time. Intensive care unit, emergency room, and operating room were contacted to acquire replacement equipment. An exact replacement was not available, but similar equipment was found. Patient temperature returned to the goal of 33.5 degrees.